Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The endodontist reported that he used biomend to prepare the pt for a dental implant on site 29-30. Biomend was used in the pt for the first time along with a bone graft. After five months, the bone grafted area was observed to be soft. The doctor curetted the site where the bone and biomend membrane had been placed. Biomend was placed again and four to five months later the doctor made an incision to check the progress of the site, and again had to remove material from the site where the pts tissue had grown into the membrane. All implanted material was then removed, leaving bone to grow without further intervention. The pt needs more vertical bone growth prior to dental implant placement. The doctor reported that the complaint sample lot numbers were provided to the distributor (B)(4) representative. Integra has requested lot number info from (B)(6).